Manufacturer narrative:
Initial and final MDR (B)(4) - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about 10 infusions sets fell off. Infusion set was in use for 1day. Patient replaced infusion set and resumed insulin successfully. No further information available.